Event description:
Healthcare professional reported "packaging was not properly sealed and did not open as it should have". Device was not implanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ tyvek or thermoform sticking: observed delamination of the lid no further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Continued e.1 postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "packaging was not properly sealed and did not open as it should have."

Event description:
Healthcare professional reported "packaging was not properly sealed and did not open as it should have". Device was not implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2; g4.

Event description:
Healthcare professional reported "packaging was not properly sealed and did not open as it should have". Device was not implanted.